Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose was over 600 mg/dl at the time of hospitalization. The customer experienced nausea, vomiting, abdominal pain, and difficulty breathing as a result of the high blood glucose. The customer was treated via manual insulin injection and insulin drip. Troubleshooting was declined as the customer confirmed that the insulin pump was working properly. No products were returned or replaced.